Event description:
It was reported that the device will not turn on/off. This is a keypad issue. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced unresponsive keypad, due to wont turn on, no power. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. The device has been tested with an alaris products-approved battery. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/15/2018 to the present date 10/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to unresponsive key of the front case assy w/ keypad 8015 m2.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on/off. This is a keypad issue. No patient involvement was noted.